Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ( damaged receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged.